Manufacturer narrative:
It was reported by the end user that on (B)(6) 2021 he had surgery to remove a broken plate. End user reported, "the plate in his leg had broken sometime between 8/11/2020 and 11/20/2020". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the end user he had to have surgery to remove a broken plate.